Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 454 mg/dl. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that it is really hard to push. The customer was advised to run manual prime to at least 5.0 units. The customer stated that the pump did not alarm no delivery. The customer was advised that the pump is working as designed. The customer was advised to monitor the pump.